Event description:
It was reported that, during a tka surgery, the handpiece error appeared when target icon is pressed on cut screen. When switching from cylinder bur to sphere, handpiece motor error appeared, which made us recalibrate and home handpiece and drill multiple times. After the second time to home and re-calibrate from bur switch, the case could be completed. Surgery was delayed, but it is unknown for how long. The patient was not harmed. The results of investigation indicate that the snaplock nut became unthreaded from the screw.

Manufacturer narrative:
The navio handpiece, used in treatment, displayed handpiece motor error during a procedure on (B)(6) 2018. The impact on the case was inconvenience and the user intervened to recover and complete the case. The device was being used on a patient during the reported event and no injuries were reported. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was found to be unthreaded from the snap lock. This could have caused the handpiece to jam when it was moving to cut because the unthreaded snap lock nut would prevent the snap lock from moving fully along the lead screw. The root cause of this issue was found to be supplier / raw material fault.